Event description:
It was reported that the caller read >10000 ohms at trial lead placement. It was stated that impedances were still elevated after in creasing default to 3v. It was noted that 1 and 2 pair were 631 ohms. It was ¿suspected temporary high impedances¿. It was noted that the caller applied stimulation for a few minutes and isolated a lead combination, and it was stated that this reduced impedance to the 5000 ohm range. It was noted that the lead and mltc (multi lead trialing cable) were replaced multiple times early in the procedure, in addition to everything being wiped down to try to determine the cause of the elevated impedances. It was reported that the patient got an infection after the trial. It was stated that they would not be moving forward with a permanent implant. Additional information received reported that the patient has fully recovered from the infection.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).